Manufacturer narrative:
The manufacturer's device analysis results: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this device batches. The practitioner did not returned the impacted needle. Consequently, tests performed during this investigation was done on samples from the sofic sample box. No deficiency was observed during the tests performed due to this complaint (cannula resistance conform). Remedial action / corrective / preventive / field safety corrective action no proven cause was identified during investigation, and the privileged cause after investigation is no respect of warnings and recommendations listed in the fup. No other claims have been registered on the batch. Therefore, no CAPA is required. Final comments from the manufacturer: after investigation, the privileged cause identified is a misuse of the product by the practitioner: cannula previously bent, insert to hub and to short for the type of injection realized. Consequently, we recommend a formation/desensibilisation of the practitioner. Further investigations: this is the first complaint for a "cannula breakage" defect for the batches f08345aa (31'600 needles sold). The controls done during the production of this batch (traction test 5needles/15min) and assembly line surveillance, prevent the risk of insufficient glue point and the detection of insufficient glue resistance. Furthermore, during the tests performed due to this complaint and during the assembly, no defect was observed on the device tested: no rupture during bending test and rupture force higher than 22n. After investigation, the privileged cause identified is a misuse of the product by the practitioner: cannula previously bent, insert to hub and to short for the type of injection realized. Specifics warnings and recommended use are listed in the IFU to prevent risks. Consequently and without any occurrence on this batch of device, without deviation registered during the production or quality issue identified during this investigation, the residual risk is judged acceptable.

Event description:
Spontaneous report from (B)(6). Local reference: # (B)(4). References # ID: (B)(4). This initial non-serious case report was received on 01-sep-2020 from a dentist by phone through sales representative ; the follow-up #1 was received on 17-sep-2020 from the dentist by email and the case became serious with the follow-up #2 received on 02-oct-2020 ; follow-up #3 received on 07-oct-2020 and follow-up #4 received on 13-oct-2020. All the reports were processed together. Course of events: this case occurred with an unspecified patient, with an unspecified medical history. In (B)(6) 2020, the patient was treated with septoject, 27 g, 0.40mm 08mm (batch number: f08345aa and expiration date : feb-2024) for molar anesthesia, only one cartridge was inserted for one needle. Less than 10 needles was used with this batch. Several times, when the dentist used needle and exerted a little pressure, the needle bent and detached from plastic support. He reported that he bent the cannula and inserted it until the embase before the injection. The detachment occurred during the first injection, between the cannula and the embase in the mouth of the patient. It was at the middle, at the transparent tip of the needle and the dentist obtained two pieces of needle. The dentist confirmed that the needle eventually broke in the mouth of the patient. No consequence was reported following the detachment and the procedure performed. The patient experienced discomfort at the time of the injection. The dentist claimed that for a simple injection, he needed to change of needle 4 times. Outcome: at the time of this report, the patient's outcome was unknown. The dentist stored the box of incriminated needles and changed with an other box with the same batch number and expiration date to try. He reported that only this batch was involved, he used an other batch of needle with no problem. No deficiency was observed during the tests performed due to this complaint on samples from the sofic sample box (cannula resistance conform). Quality department concluded that after investigation, the privileged cause identified is a misuse of the product by the practitioner: cannula previously bent, insert to hub and to short for the type of injection realized. No more information was available follow-up #1 received on 17-sep-2020 : additional information provided regarding medical device information, procedure and reaction information. Follow-up #2 received on 02-oct-2020 : additional information provided regarding number of cartridge used, detachment of needle and batch concerning. Follow-up #3 received on 07-oct-2020 : additional information provided regarding needle issue. Follow-up #4 received on 13-oct-2020 : additional information provided regarding analysis report from quality department. Sender's comments causality assessment on 01-oct-2020 on initial information received on 01-sep-2020 and additional information received on 17-sep-2020: causality re-evaluated on 08-oct-2020 on additional information received on 02-oct-2020 and additional information received on 07-oct-2020: causality re-evaluated on 15-oct-2020 on additional information received on 13-oct-2020: seriousness: serious (needle broken in mouth) - required intervention to prevent permanent impairment/damage. Expectedness: needle issue (needle issue; needle bent and needle broken): unexpected fr. Discomfort: unexpected fr, intentional device misuse: unexpected fr, causality. Latency: compatible. Recognized association: no. Analysis: the risk of needle breakage may be explained by different causes including the bending of the needle before use, excessive pressure on the needle during the injection, a sudden movement of the patient during injection, and/or quality defect of the needle. Detachment of the needle from the hub in mouth may implied the same causes of needle breakage, but also may involve a potential adhesive issue. In this case, no adverse event was reported except discomfort, the device separated and/or broke and fragment needle was removed successfully. This case occurred in context of misuse (bent needle) which was considered as the most probable etiology for the issues occurrence and confirmed by quality investigations results. Therefore, the causal relationship between the device and the incident was assessed as unlikely. No other claims have been registered on the batch. Therefore, no CAPA is required. Dechallenge: na, rechallenge: na. Concluded causality who: unlikely. Follow-up information received on 02-oct-2020 and on 07-oct-2020: causality assessment not changed. Follow-up information received on 13-oct-2020: causality assessment not changed.